Event description:
The customer reported that: "the long drill bit broke in the patient's humeral head during drilling. There was no way to retrieve the broken drill bit."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.